Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging results noted calcification was present at the access site. It should be noted that the prostyle instructions for use (IFU), states the safety and effectiveness of the perclose prostyle smcr system have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the moderately calcified left common femoral artery using the pre-close technique via an 8f sheath hole prior to a percutaneous endovascular aneurysm repair procedure (evar). Reportedly, a cuff miss occurred. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 14f sheath and the [procedure] was completed. Hemostasis was achieved with the pre-placed [device name] sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.